Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30511383m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent an atrioventricular nodal reentry tachycardia (avnrt) cryo ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an avnrt case mapping phase, 4 catheters has been used: 3 competitors and decanav. The decanav enter properly into the cs even a complex anatomy. A few cryo mapping ablation due to the complex anatomy. During the cryo mapping, the ablation catheter slide into the cs before being set properly. One cryo ablation application has been executed with satisfaction. A transeptal puncture was not performed. The patient suffered cardiac tamponade, a pericardiocentesis was performed and 170 ml of blood was removed. The physician¿s opinion on the cause of this adverse event was procedure-related. Catheter's manipulations into the cs with decanav in it during mapping with freezor max blue and - patient condition: atypical anatomy. Since this event is life-threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.